Event description:
A pt reported experiencing hypoglycemia while using one touch meter. Pt rec'd subject ot meter 2-3 days before event. Pt claims that the ot meter was missing a test strip holder and showed the battery icon when the pt rec'd. On the night before the event date, pt's blood glucose was 145 mg/dl on ot meter. The next morning, pt passed out and paramedics were called. Pt was transferred to hospital where blood glucose was 68 mg/dl. Pt was treated for low blood glucose and released home after two hours. Pt was also diagnosed with a throat infection at the hospital. Pt returned ot meter to lifescan. No further info has been provided.